Manufacturer narrative:
Citation: salizzoni s one-year follow-up of conduction disturbances following transcatheter aortic valve implantation. J cardiovasc med (hagerstown). 2015 apr;16(4):296-302. Doi: 10.2459/jcm.0000000000000179. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding one-year follow-up of conduction disturbances following transcatheter aortic valve implantation. All data were collected from a single center between may 2008 and july 2011. The study population included 95 patients (predominantly female; mean age 82 years), 38 of whom were implanted with medtronic [device name] (serial numbers not provided). Among all patients 24 deaths occurred due to: two deaths were peri-procedural, two expired due to sudden cardiac arrest, eight expired due to sepsis, three due to acute renal failure, two due to stroke, one due to cancer, and one due to acute respiratory failure . Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: new left bundle branch block (lbbb), new right bundle branch block (rbbb), new complete heart block (chb), new permanent pacemaker implantation, vascular complications and life threatening bleeding. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.